Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 520 umol/l and the repeated result was 92 umol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative replaced seals, the gear pump head, the rinse wash tips, the water pump and the degasser tank, and changed the incubation water. He performed multiple checks, tests, and adjustments. The investigation is ongoing.

Manufacturer narrative:
The field service representative found that the sample probe was bent and the vacuum tube was split. He replaced them and performed adjustments. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.